Manufacturer narrative:
Additional information: the balloon was not placed through a previously deployed stent. The balloon burst when inflated to 8 atm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the detached portion of the balloon returned with the device. The catheter shaft detached approx. 3cm proximal to the distal tip. The distal portion of the detached balloon is bunched and remains on the lumen. The proximal part of the balloon remains on the catheter lumen. The detachment site was measured to be approx. 20cm distal from the proximal balloon marker band. Microscopic inspection confirms that the distal, middle, and proximal marker bands are intact with no damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nanocross pta balloon catheter during procedure to treat a severely calcified lesion in the left distal anterior tibial artery (ata) with chronic total occlusion (cto-100%). The vessel was little tortuous. A non-medtronic inflation device was used. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. When trying to remove the balloon the tip broke/fractured. The detached portion is not in patient. A snare was used to retrieve the detached portion. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. It was reported that balloon was used to dilate the tract between artery and vein (av reversal). The balloon ruptured and tip of balloon broke and remained in the body. Physician was able to snare and retrieve tip after attempting for about an hour. Patient had no residual effects post removal of balloon tip. No further injury reported.